Manufacturer narrative:
The lens remains implanted, therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was dissatisfied with his near and intermediate vision. The lens was noted to be vaulting posteriorly. The doctor is evaluating treatment options. Additional information has been requested, but has not been received. This report pertains to the patient's left eye.